Event description:
It was reported that during a ptca procedure, after the first inflation at 6atm, the balloon could not be deflated. After 3 minutes gradually the pressure decreased and the balloon catheter, guiding catheter and guide wire were removed as a unit. Reportedly there was no pt injury.